Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast surgery with a 600cc mentor memorygel breast implant and experienced right-sided rupture postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information regarding the consultation, the patient¿s information, the mammogram result, the patient¿s symptoms, the revision surgery, and the suspected medical device. The patient had a consultation with a healthcare professional on (B)(6) 2022 and a pre-operative consultation on (B)(6) 2022. Weight of the patient is (B)(4). The patient experienced a bump in her right breast, and mammogram performed on (B)(6) 2022 indicated right-sided rupture. As a result, the patient underwent bilateral removal without replacement. Upon explantation, bilateral rupture was observed. Initially, the side of the implant was reported as right. However, additional information revealed that the side of the implant was left. On 15-mar- 2022, the suspected medical device was returned for evaluation. On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection microscopic examination of the returned device. Visual analysis of the returned sample revealed a tear on the union between shell and patch. Microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).